Manufacturer narrative:
The insulin pump was received no unexpected audio beep anomaly noted during backlight illumination noted. The insulin pump passed displacement test and self test. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reported that when he turns on the backlight on his insulin pump, he hears a high pitch constant tone. He needs to put his ear next to the device in order to hear it. Customer's blood glucose is 250 mg/dl. There were no alarms before the tone. The device passed the self test. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).